Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's implantation date was erroneously submitted in initial report. Manufacturer¿s reference number:(B)(4) d6 relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
This event was reported to the FDA under mw5095229. It was reported that a female patient who underwent breast surgery with two 650cc mentor memorygel breast implants experienced autoimmune issues, joint pain, rashes, headaches and swelling post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for product b.